Event description:
It was reported that removal difficulties and shaft break occurred. A 5.00 x 20mm synergy drug-eluting stent was selected for saphenous vein graft (svg) percutaneous coronary interventions (pci) procedure. During the procedure, the balloon inflated and stent fully deployed at 22 atmospheres. The balloon became stuck on the guide catheter within the svg and when the physician attempted to remove it, the catheter shaft fractured at the guidewire exit port. The device was removed and the procedure completed successfully with this device. There was no patient complications; the patient status was stable and they were discharged post procedure.

Event description:
It was reported that removal difficulties and shaft break occurred. A 5.00 x 20mm synergy drug-eluting stent was selected for saphenous vein graft (svg) percutaneous coronary interventions (pci) procedure. During the procedure, the balloon inflated and stent fully deployed at 22 atmospheres. The balloon became stuck on the guide catheter within the svg and when the physician attempted to remove it, the catheter shaft fractured at the guidewire exit port. The device was removed and the procedure completed successfully with this device. There was no patient complications; the patient status was stable and they were discharged post procedure.

Manufacturer narrative:
The synergy xd mr us 5.00 x 20mm stent delivery system (sds) was returned for analysis on the customer guidewire and with distal shaft through a customer 13 cm introducer sheath. The device was returned without the stent as it was implanted at the lesion site. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed and crimp stent markings were visible on the balloon body. The distal balloon cone appeared bunched distally. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a break at the exchange port region of the shaft polymer extrusion measured at 28 cm proximal to distal tip. No other issues noted with device.